Manufacturer narrative:
(B)(4). This report was filled by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. See scanned page.

Event description:
Customer reported leak from the med side port next to the drip chamber on the set for a taxol infusion. Unknown if set was attached to patient at time of event. No additional event information was provided by the user.